Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient experienced ¿inflammatory response¿ 2 days after injection of juvéderm® vollure¿ in the cheek. Patient was treated with medrol and augmentin and 4 days later; patient was noted to be "doing better." A week later, it had ¿spread from left cheek to right cheek and noticed a spot on cheek/undereye." Treatment was noted as ¿drained fluid and believes necrotic." Patient has had aerobic and anaerobic culture both are negative.